Manufacturer narrative:
Device evaluation: no product sample was received. No photographic or diagnostic evidence of the complaint provided by the customer; therefore, visual and functional testing could not be performed. The most probable cause of a "no disposable-pump won't run" alarm is the down stream occlusion (dso) sensor. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump exhibited a no disposable pump will not run alarm. Troubleshooting was performed and the pump continued to alarm. Rate was 0.6 ml/hr, res vol at 22.1 ml, and 78.90 ml was given. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.